Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The vessel reference diameter was 3.1mm and the lesion length was 27mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.0x32mm liberte stent was implanted. A non bsc balloon catheter was used. No attempt was made for direct stenting. Due to a dissection an additional non bsc stent was implanted. The procedure was a technical success. The patient was discharged 2 days later without angina complaints or silent ischemia. Discharge medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily for 12 months.